Manufacturer narrative:
Complaint (B)(4). D10 - medical product. Item cp760907, lot 67255144 custom right fossa. G2: foreign source: germany. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that at the end of the operation, the surgeon commented that he was not as satisfied with the surgical result as expected. The upper hook on the implant protrudes posteriorly and is not in optimal contact with the bone. Furthermore, it was criticized that the occlusion did not fit either with the splints or without the splints. There was no contact between approximately 2 teeth.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, d4 and h4.

Event description:
It was further reported that the surgeon does not plan to revise the patient as the patient is not having any further issues.

Event description:
After further review of product information, it was confirmed that this component is a subcomponent to product reported on 0001032347-2025-00215. Therefore, this medwatch was created in error and should be voided. The event will be reported only on 0001032347-2025-00215.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. After further review of product information, it was confirmed that this component is a subcomponent to product reported on 0001032347-2025-00215. Therefore, this medwatch was created in error and should be voided. The event will be reported only on 0001032347-2025-00215.